Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 228mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The displacement and self test were completed and they passed. Days later, the customer called back and stated that insulin squirted out during the manual prime process. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. All operating currents tested within specifications. The unit passed the displacement test. The motor test okay. The device had cracked reservoir tube lip and cracked case near the display window corners.